Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Per the operative report: "I attempted mitral valve repair with quadrangular resection of the p2 segment of the posterior leaflet of the mitral valve and placement of #28 carpentier-edwards physio annuloplasty ring, followed by mitral replacement with a #29 carpentier-edwards perimount plus bovine pericardial bioprosthetic valve utilizing chordal-sparing techniques."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.